Event description:
Patient had a false positive result on a urine pregnancy test, this is the second patient within a week who had a false positive with the same brand of pregnancy test. The tests were likely purchased at the same walgreens near our campus. I do not have the box information with lot number for the first patient. Negative pregnancy was confirmed with blood testing for both patients. (Hcg)negative human chorionic gonadotropin.